Manufacturer narrative:
Investigation determined that the incident had occurred approximately 2 years prior during installation, the ceiling track holes had been drilled insufficiently by a third party provider causing the safety bar on the switch system to catch allowing the motor to fall from the rail. The third party installer modified the track gate to ensure that the holes in the rails were properly aligned. The electronic card and cover was replaced to resolve the damage on the lift motor. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless hand control remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the rail system. The installation handbook for liko overhead rail systems (3en680001 rev.19) outlines the proper instructions for installation guidelines for the overhead system. Although there was no patient injury associated with the reported event, if this type of malfunction were to recur, it could contribute to a serious injury or death. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
The distributor contacted technical service to report that the likorall 242 es r2r motor fell from rail. When the staff were moving the hoist between tracks via the track gate, the hoist moved off the end of the track and fell on to the floor damaging the end cover. The device was not being used by a patient at the time. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.